Manufacturer narrative:
Information regarding suspect medical device section. Common device name: hemostatic device for endoscopic gastrointestinal use product code: qau. Information regarding PMA/510(k): k200972. Initial reporter section: occupation - unknown. Investigation evaluation: the product said to be involved was returned in an open tray from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report. All components were not included in the return (no catheters were returned), therefore a complete evaluation was not possible. The device was returned with the on/off switch in the "on" position. The red activation knob was engaged in the handle indicating activation of the carbon dioxide (co2) cartridge. Powder was visible inside the nozzle of the device as well as on the device exterior. When tested as returned, the device did not spray. The co2 cartridge discharged upon deactivation of the device and the co2 cartridge was fully punctured. At this point in the evaluation, the components of the regulator popped out of place. The lance, spring, ball, and two o-rings were all accounted for. The lance appeared to be correctly beveled. For further evaluation, the device was disassembled and the tubes were disconnected for removal of the powder. Hard clumps of powder were observed in the nozzle. The tube between the powder chamber and on/off valve, the back tube between the powder chamber and regulator, and the powder chamber cannula contained loose powder. A visual examination of the hole in the bottom of the powder chamber showed it to be clear. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the root cause for report of unable to spray was an internal clog within the device. The cause of the internal clog is unknown. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. Catheter occlusion can be a cause of this device internally clogging and not being able to spray powder. However, we could not conduct a complete investigation because no catheters were returned for evaluation. This limits our ability to conclusively determine a cause. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic procedure, the physician used a hemospray endoscopic hemostat. The hemospray gun did not work. While the complainant did not specify if a section of the device remained inside the patient or if an additional procedure was required, the information that was provided states the patient did not experience any adverse effects due to this occurrence.